Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested and found to be functioning normally. Further testing was the device was not performed as the battery was depleted. Overall, analysis determined the device met specification.

Manufacturer narrative:
Despite multiple attempts, no additional information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted for an unknown reason. No additional adverse patient effects were reported.